Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose levels (400 mg/dl). Customer stated that elevated blood glucose levels are possibly due to illness and possibly not related to the pump or supplies. Customer delivered a correction bolus to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with customer's health care professional.

Manufacturer narrative:
Unable to confirm the reported issue due to different issue confirmed.